Event description:
During central processing, the user facility identified a frayed cable on the megasuture cut needle driver instrument . Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. The pitch down cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. Other cables at the instrument's wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.